Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: report source, initial reporter occupation. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer claims the alaris pumps are unable to identify between a 1ml and 3ml syringe when a 3ml syringe is placed on the pump module. The customer notes that this has lead to infusion errors. The customer noted that they have had reports of pump modules accidentally being programmed with the 1ml selection instead of the 3ml selection and the medication infuses faster than intended. Syringes were programmed over multiple days and there were two times where the syringe (which should have lasted ~24 hours) ran out in 4 hours and the second time it ran out in 8 hours. In those instances, the patient received ~3-6x the intended dose. There was patient involvement but the impact is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer claims the alaris pumps are unable to identify between a 1ml and 3ml syringe when a 3ml syringe is placed on the pump module. The customer notes that this has lead to infusion errors. The customer noted that they have had reports of pump modules accidentally being programmed with the 1ml selection instead of the 3ml selection and the medication infuses faster than intended. Syringes were programmed over multiple days and there were two times where the syringe (which should have lasted ~24 hours) ran out in 4 hours and the second time it ran out in 8 hours. In those instances, the patient received ~3-6x the intended dose. There was patient involvement but the impact is unknown.